Event description:
"During thawing, the bag was noted to be leaking. Found that the tubing that is coming out of the bag (middle between th 2 ports) was missing. Note: based on literature and reports this has occurred due to user handling. The tubing was broken off during transfer to or from the storage cassette. The tubing was at <-180c from being submerged in liquid nitrogen and the tubing is very brittle. If not handled carefully the tubing can be broken off as described above. There was no reported patient/user injury or medical intervention. Please note no sample will be returned. The patient received the product that was in the bag but not the liquid that spilled (24 ml was not infused). No medical intervention, and the patient didn't show any sign of infection early post infusion. Patient received 5.8x10e6 cd34/kg compared to 5.97 x 10e6 cd34/kg if the bag would not have broken down. Patient information - refused to give. 92.7ml - volume of product in bag. Metal cassette used during storage. Mechanical freezer used (-140 degree centigrade). Duration of storage 13 days. Patient not remobilized or recollected due to event.